Manufacturer narrative:
Additional information: h3: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the returned lens did not meet original values measured at the time of manufacturing. Dimensional inspection found the lens model size returned is not the lens model size state in the claim. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Off label - age <21. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -13.0/3.5/90 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was repositioned due to lens rotation not associated to low vault. The reposition did not resolve the problem. On (B)(6) 2022, the lens was removed and in a subsequent surgery later that day, a replacement lens was implanted and the problem was resolved.